Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump was experiencing an intermittent power issue. It was reported the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/24/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box showed evidence of unexplained. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully tighten on to the pump. Reboots occurred with the returned battery cap. A test cap was able to attach on to the pump and the pump was then exercised for 24 hours with no power loss. The pump failed a leak test at the battery compartment. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found.